Manufacturer narrative:
(B)(4). Investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the handle was fully turned and the ligator head remained close to the trip wire exit on the handle assembly. The trip wire was not secured and the slack was not taken up correctly. The device was disassembled for further analysis in order to inspect the trip wire, and it was noted the trip wire was not detached. Additionally, the suture thread was not broken either. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally as per the device condition, the slack was not removed properly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip during deployment, leading to the failure to pull the slack out of the trip wire because of the lack of tension. Furthermore, the device was performed in the cardia which is outside indications of use. The speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the cardia during a band ligation procedure performed on (B)(6) 2021. During the procedure, the trip wire was detached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the cardia; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.